Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the atrial lead was oversensing noise that caused inappropriate mode switches. The lead was capped and replaced on (B)(6) 2018. Patient was stable post procedure.